Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent movement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents reported for unstable stent. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a right coronary artery (rca) stenting procedure, a 3.50x28mm xience xpedition stent partially dislodged and was removed from the anatomy without reported intervention. It was noted that the stent did not come off the balloon entirely. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.